Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The caller stated that the report of "no audio" was isolated to the speaker assembly. The caller stated that the reported failed speaker was discarded, therefore, no available for investigation. The information has been added to the database for trending purposes.